Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (locking holding sleeve-long for matrix, part number 03.616.043, lot number 6752160). The returned instrument was examined and the threaded tip was found to be broken and missing a segment (approximately 6mm x 4mm x 1.5mm). The remainder of the instrument showed minor wear (scratches, worn finish) consistent with use. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix locking holding sleeve-long (03.616.043) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. The locking holding sleeves (03.616.042 and 03.616.043) are alternate instruments where are noted in the matrix 5.5 technique addition. Once the locking holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s silver knob clockwise until it is fully engaged. Once fully engaged the green locking ring can be engaged by depressing towards the silver knob. Relevant drawings for the returned device were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A definitive root cause was not able to be determined; however, the holding sleeve failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: november 30, 2011, manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the tip of one (1) inner locking holding sleeve were found to be stripped during routine field equipment inspection. No issues were reported with this device prior to the discovery. No patient or surgical involvement. This report is 1 of 1 for (B)(4).